Event description:
The customer contacted baxter's technical service center regarding a leak, which occurred on the homechoice (hc) during use. The caregiver (cg) stated, the cassette was defective and seemed to be leaking once the bags were connected. The cg would save the cassette for retrieval. The cg would start over with new supplies. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance received a call from the home patient's caregiver on (B)(6) 2012 and he said, he was not sure where the leak on the cassette was coming from. He heard his wife calling him saying that there was a leak and he immediately turned off the machine. He did not notice anything unusual with the previous supplies. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The actual sample was available and has been received, however evaluation of the sample has not yet been completed. Upon completion of the evaluation, or should any additional information be received a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A evaluation of the actual sample was conducted and no issues were found related to the reported condition during the evaluation. Visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. Clear passage testing was performed with no issues noted. Clamp function testing was performed with no issues noted. Finally, the sample was run on a homechoice machine with no issues noted. The reported problem was not confirmed and the root cause was not determined.